Event description:
It was reported that during the initial implant procedure, the physician was unable to implant the right atrial (ra) lead. The ra lead was explanted to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the right atrial (ra) lead was difficult to maneuver within the patient. The ra lead was replaced during the initial procedure to resolve the event. The patient was in stable condition.